Manufacturer narrative:
A supplemental report is being submitted for additional information. B5 and h6 were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were failed motor start events.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed an un expected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction to h6. E2402 was corrected to e2403. (B)(6) and the controller (con410863) were not returned for evaluation. Log file analysis revealed two (2) controller power up events with an associated pump start event were logged on (B)(6) 2021 at 22:35:53 and 22:37:14. Review of the event log file revealed that, prior to the power-up events, the controller last had power on (B)(6) 2021, indicating that the power-up events occurred during a controller exchange. Of note, the data log file covering the reported event date was not available for analysis. Following the power-up events, three (3) vad disconnect alarms were logged at 22:37:21, 22:42:29 and 22:43:05, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting of the controller. During the third vad disconnect alarm, review of the event log file revealed one (1) simultaneous reactivation event was logged at 22:43:05, indicating an open phase in the rear stator, likely during the physical disconnection of the driveline during troubleshooting. Additionally, review of the alarm log file revealed four (4) high watt alarms were logged since (B)(6) 2021. Review of the event log file revealed one (1) additional controller power up event with an associated pump start event was logged on (B)(6) 2021 at 21:01:29. Further review of the event log file revealed the controller last had power on (B)(6) 2021 at 22:44:15 and was without power for greater than twenty-two (22) hours, indicating that the controller power up occurred during a controller exchange. In addition, log files revealed one (1) vad stopped alarm was logged on (B)(6) 2021 at 21:31:01, indicating that the pump failed to restart after multiple attempts. Log file analysis also revealed three (3) additional vad disconnect alarms were then logged at 21:32:58, 21:33:10 and 21:40:12. These vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed and the alarms cleared within one (1) second. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. This was followed by several controller power up events without associated pump start events logged on (B)(6) 2021. One (1) vad stopped alarm was then logged at 21:42:48, indicating that the pump failed to restart after multiple attempts. Log file analysis did not reveal any atypical motor start parameters. The reported failure to restart event was confirmed. However, the atypical motor start parameters could not be confirmed. Based on the available information, the device may have caused or contributed to the observed high watt alarms. Based on the risk documentation, possible causes of the observed high watt alarms may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart events may be attributed to outer shroud contact that created more friction at the housing to impeller interface. A possible root cause of the observed reactivation event and vad disconnect alarm can be attributed, but not limited, to a physical disconnection of the driveline from the controller during troubleshooting of the controller and/or contamination within the driveline connector. The most likely root cause for the initial losses of power can be attributed to a controller exchange. A possible root cause of the last loss of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one power source and/or a controller exchange. CAPA pr00551638 is investigating controller losses of power. Possible root causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2021 / serial or lot#: con410863. D9: no. H3: yes. H4: mfg date: 02-mar-2020. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was reported that review of log file data revealed history of motor start events with parameters outside of the typical range.  The ventricular assist device (vad) was explanted due to the patient was transplanted. No further patient complications have been reported as a result of this event.